Manufacturer narrative:
Received one 131318a in opened unoriginal packaging. Was unable to verify the lot number. During visual inspection, there appeared to be eschar on the distal end of the blade. Performed a functional inspection on the cautery pencil and everything appeared to be performing as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; these devices should never be used in the presence of flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. Use the lowest possible setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Maximum voltage is not to exceed 5.5 kv peak. Inspect and test each device before use this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported the 131318a, cautery pencil, caught fire when the doctor activated it. Further attempts to gather information were made, revealing only that there was no patient injury or impact. There was no fire on the surgical field and nothing was ignited. No other information was disclosed. This report is being raised based on device malfunction with potential for injury upon reoccurrence.